Event description:
It was reported that the user experienced a hypoglycemic event to 45 mg/dl after announcing two pieces of cake as a usual dinner, treated with four glucose tablets, additional cake, and juice, followed by hyperglycemia to 218 mg/dl that resolved as the ilet brought glucose down; the ilet issued low/high alerts, and the user had recently performed a factory reset after which the system would relearn dosing. Symptoms included cold hands and chest pain. Outcomes included a checkup with a healthcare professional and restoration of glucose to range. Investigation included review of device performance and user report of carbohydrate entry, alerting behavior, and recent factory reset with relearning period. Investigation of this case revealed an overcorrection of hypoglycemia with subsequent rebound hyperglycemia, with device alerts functioning and automated dosing adapting post-reset, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.